Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles after two days of use. Customer's blood glucose was not given.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.